Event description:
The customer reported that the device jaws became locked while on tissue. The device was removed by prying the device off with another instrument. The pt had minor tissue damage when the device was removed, but was made a full recovery.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.